Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased shock impedance measurements of 125 ohms. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that an alert had been issued for out-of-range shock lead impedance. Boston scientific technical services (ts) reviewed historical data and suggested resetting the alert value to a higher number as values had been historically high. No adverse patient effects were reported. This device remains in service.